Manufacturer narrative:
The injury was identified while the patient was in post anesthesia recovery. Treatment included silvadene and surgical excision with wound closure. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient undergoing an MRI of the abdomen while under general anesthesia sustained a 1.5cm full thickness burn to the posterior mid-left forearm. The patient was padded at the sides of the arms to prevent contact to side of bore, with no additional padding utilized. The patient was wrapped in a blanket with the straps of the torso array rf coil on the outside of the patient to keep the arms close to body. Upon removing the patient from the MRI scanner, no injury was observed.

Manufacturer narrative:
The patient identifier was not provided by the customer. Attempts were made on 1/21/2015 by phone. Based on the test, configuration, and log information from the site, the incident appears to be the result of the coupling with intended high power radiofrequency (rf) energy. All data reviewed indicates that the system was operating normally and within performance specifications. The customer indicated the patient was properly padded and positioned for the exam. The information reviewed did not indicate there was any system malfunction that may have contributed to the incident. No further actions are planned at this time.